Event description:
It was reported that review of a remote transmission revealed that the left ventricular lead had the presence of an alert for low impedance measurements. The patient was later brought into the clinic and stated that he had vibratory alert. The device was successfully reprogrammed and the patient would continue to be monitored.